Event description:
The field service representative (fsr) reported that during preventative maintenance of the device, the new oxygen sensor for the electronic pt gas system (epgs) would not calibrate. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Complaint was confirmed by field service representative (fsr). The fsr performed preventative maintenance and ordered a replacement oxygen sensor for the electronic pt gas system (epgs). Fsr will complete preventative maintenance when oxygen sensor is available. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.